Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump for non-malignant pain. The drug, dose, and concentration were unknown. It was reported that the pump incision never healed up. The incision edges never approximated. There was about a 2-3cm gap. The silver from the pump could be seen at the incision site. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump was explanted, and the patient did not want it re-implanted at that time. The customer discarded the pump. The issue was resolved. The patient¿s status was alive ¿ no injury. The patient¿s weight was unknown. The patient¿s medical history was unknown. There were no further complications reported or anticipated.